Event description:
The account alleges the intellidrive will drive the bed backwards when they try to go forward. There was no reported injury or incident.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.